Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" against right device. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, total delamination of the valve, and missing shell (0-25%). Leak test and microscopic analysis was performed which identified: total delamination of the valve and punctured broken on anterior. Based on the device analysis the final assessment is: - total delamination of the valve assessed as adhesive failure. - punctured broken on anterior assessed as surgical damage like. - missing shell assessed as inconclusive.

Event description:
Healthcare professional reported "deflation" against right device. The device has been explanted.